Event description:
It was reported that during a stenting treatment procedure, a stent dislodged inside the patient. The target lesion was located in the significantly tortuous left iliac artery. During advancement of an express ld stent delivery system (sds) the stent dislodged in the left external iliac artery. The physician was able to balloon through the stent to successfully deploy at the target lesion. The procedure was completed as planned with kissing stent placement of a 8x57mm bilateral express stent at the common iliac artery. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).